Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that patient underwent an orif for an injury of his right foot approximately 6 weeks ago. Patient returns today for removal of broken painful hardware. All hardware was removed from the right foot. A broken buried screw was not removed from the right intermediate cuneiform. The remaining hardware was removed easily with no further adverse events. Description of the plate is a trileap 1st/2nd right lisfranc fusion plate with 8 screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: xray pics attached. No response letter needed, hardware that was removed was sent with the patient, none of the hardware will be returned, item number and lot number of the plate is unknown, description of the plate is a trileap 1st/2nd right lisfranc fusion plate with 8 screws. Photo investigation the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed nothing indicative a device non-conformances, and the evidence provided is not sufficient to confirm the breakage for the screws and the plate. Therefore, the investigation could not draw any conclusions about the reported event. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.